Event description:
It was reported by the customer that there was no audible alarm through the speaker. No patient involvement was reported.

Manufacturer narrative:
The reported unit was not made available to the manufacturer for evaluation. Attempts were made to obtain the return of the device. No patient involvement was reported. Should the product be returned or new information is made available, a follow-up report will be provided.